Event description:
End user reported red rash measuring approximately 0.5 by 1.5 inch at distal edge of tape border of wafer.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user's reported that her skin care routine is (B)(4) adhesive remover; (B)(4) soap and (B)(4) no sting wipe. She reported that she uses the (B)(4) seal. The end user saw her primary physician in (B)(6) 2012 and was prescribed nystatin and triamcinolone cream. She also reported she does not use as directed as it interferes with seal of wafer. The end user was instructed to contact her physician and to have him prescribe the powder version and to use as directed; cut off tape border on distal edge until area is healed. She was also instructed to contact health care provider if area does not improve. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.